Event description:
Information was received indicating that cadd cleo infusion set's needle and was unable to be located by a physician or by an x-ray. The patient received the remaining of the life sustaining infusion by replacing the infusion set's tubing.